Manufacturer narrative:
H.6. Investigation summary: bd received one hundred (100) samples and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for underfill was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes the tube underfilled. There was no report of patient impact. Patient 1 of 10. The following information was provided by the initial reporter: vacuum problem. They said that in sst ii tubes, the nurses did not take blood up to the fill line when drawing blood from the patient.